Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission, 08/18/2015, device evaluation: the device has been returned and evaluated by product analysis on 07/28/2015 with the following findings: a review of the black box revealed a ¿call service (cs) 128/cs177¿ alarm/warning due to normal battery wear on (B)(6) 2015. There was no evidence of a power on reset observed. The returned battery/cartridge caps were used for investigation. There was no damage found to the battery compartment. The battery cap height and width contact measurements were within specification. The battery cap was able to secure tightly to the pump. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. The ¿ez-prime¿ steps were performed correctly; there were no power interruptions or any errors, alarms or warnings that occurred during the investigation. The pump¿s cover was removed; there were no intermittent conditions found to the power pcb or to the cgm module. The product performed within specification and the reported ¿intermittent power¿ issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.